Manufacturer narrative:
(B)(4). Unknown, assumed first day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please provide more details for "but did not staple enough"? Did the device staple? Yes. If the device stapled/fired, was the staple line complete? No. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? B-formation. Could you please provide further details for "some of the clips were loose on the intestine"? Some clips fell out of the magazine into the situs, but could be recovered.

Event description:
It was reported that the device was a little difficult to close (although a relatively slim rectum). Afterwards it only cut, but did not staple enough, some of the clips were loose on the intestine, no patient damage. Procedure: deep rectum.